Manufacturer narrative:
Since the subject device in this report was not returned to olympus medical systems corp. (Omsc), omsc could not evaluate the reference device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2018, the subject device was used during a gastric bypass. After one or two days of the procedure, the small intestine perforation of the patient was found. Re-operation was performed. The condition of the patient became better. No malfunction of the subject device was reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc obtained additional information as follows: the model name of the subject device was tb-0535fcs. The brand name, and the model number were corrected. The doctor commented that the bowel was lifted up and stitched to the upper wall with a stature thread that passed the bowel with a needle in order to expose the organs, and the bowel may be injured when the suture point was cut and removed around the end of the procedure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the incident date, it was found no irregularities. Omsc surmised that the reported event was likely related to the operator's technique. The instruction manual of the device has already warned as follows; use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.